Manufacturer narrative:
E1-initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form during second inflation at 7 atmospheres for 3 seconds. The device was removed from the patients body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form during second inflation at 7 atmospheres for 3 seconds. The device was removed from the patients body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1-initial reporter city: (B)(6).